Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode were also performed. The lead body located in the area between 175-185 mm from the terminal pin displayed deformed coils (separated) along with white insulation residue from compression and movement. This type of damage is consistent with damage likely found in the clavicle first rib region. However, the damage was only cosmetic and caused no functional issue with the lead.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, during the revision procedure of the associated right atrial (ra) lead, visible insulation damage was noted on this right ventricular (rv) lead. The physician suspected clavicular crush. It was noted the electrical measurements were within normal limits in both a unipolar and bipolar configuration. The decision was made to explant this rv lead. No additional adverse patient effects were reported. There is no plan to re-implant.